Event description:
73-year-old with history of afib with rvr and icm vs nicm, presented with acute on chronic decompensated hf. (B)(6) impella 5.5 implanted via right axillary artery without incident with removal of femoral iabp. (B)(6) repositioning not associated with an alarm. Device functioning well. (B)(6) epistaxis noted, heparin infusion held. 11/10 noted to have retroperitoneal bleed from prior iabp placement (unrelated to impella insertion site). (B)(6) device weaned and explanted without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 component code changed to g07003. The investigation for the epistaxis/major bleed has been completed. No product was returned. The cause of the injury was not determined due to insufficient clinical details.